Manufacturer narrative:
(B)(4). Results of investigation: carefusion has received the suspect device/component from the customer for evaluation and repair. The carefusion service department received the device evaluated and duplicated the customers reported issue and isolated the control board of the user interface module (uim) as the cause. The control board was routed to the failure analysis lab for final root cause analysis. The failure analysis lab was unable to duplicate the customer reported issue, but determined that the likely cause was associated with insufficient pin contact between the ic chip and optical encoder socket, or loose optical encoder.

Event description:
The customer stated the screen on this avea ventilator does not power up. The customer reported that the user interface module's screen was blank and the control knob is not functioning. The customer stated that this unit was not on a patient.